Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to hyperglycemia. Blood glucose at the time of hospitalization was 300 mg/dl or higher. Customer had been used insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at time of high blood glucose event. This recent high blood glucose event occurred on (B)(6) 2020 in evening. Customer stated that event led up because of what he had ate. The insulin pump will not be returned for analysis.